Manufacturer narrative:
Occupation: health professional. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the burr became stuck in the lesion. The target lesion was located in the right coronary artery (rca). A 1.75 mm rotalink¿ plus was selected for use. During the procedure, it was noted that the burr was trapped in the coronary and was broken. No further patient complications were reported.